Event description:
It was reported that a small volume folfusor leaked. This issue was discovered prior to patient use. The device was filled with 5-fluorouracil 5000mg in 115 ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from may 20, 2022 - may 21, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid inside a bag that contained the device which suggested leak may have occurred. Due to the nature of the sample no further evaluation could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.